Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had four years remaining and then current check showed seven months. Health care professional (hcp) check program settings and plan to bring back in to evaluate device. Boston scientific technical services (ts) noted that device appeared to have been reprogrammed on april 8 after a consult transmission. This device remains in service. No adverse patient effects were reported.